Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen drawer. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set correctly): reviewed meter memory: (B)(6). She was uncertain what her expected blood sugar levels should be. Customer diagnosed as a type 1 diabetic. Customer hadn't made any changes to diet .customer advice of the proper supply storage since product does not store properly(kitchen). No testing was done due to the storage issue.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produce lo reading; black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen drawer. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). She was uncertain what her expected blood sugar levels should be. Customer diagnosed as a type 1 diabetic. Customer hadn't made any changes to diet. Customer advice of the proper supply storage since product does not store properly(kitchen). No testing was done due to the storage issue.